Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 1852061: 30 items manufactured and released on 22 august 2018. No anomalies found related to the issue. First event on this lot; two items of the same lot involved in the current issue.

Event description:
The surgeon tried to couple the head implant with the dm insert using a gun for head/liner insertion without achieving it. He tried with another instrument of the same lot without success. The surgery was completed successfully a instrument of competitor.